Manufacturer narrative:
The unit had a motor error alarmed during basic occlusion test due to faulty fsr (gold). The unit was unable to verify compromised force sensor alarm due to motor error alarm. The motor passed the motor test. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The customer states that this issue has occurred before. The customer gave blood glucose readings of 114 mg/dl and 167 mg/dl. There were no significant events prior to the alarm. The insulin pump will be replaced.